Manufacturer narrative:
The manufacturer's investigation is ongoing, and a follow-up report will be submitted when the investigation is complete.

Event description:
It was reported by implant patient registry, that approximately 4 years, 3 months, 19 days post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23mm sapien 3 ultra valve, the patient reported left sided chest pain radiating to the jaw and shortness of breath (sob), both at rest and with exertion and presented with mild to moderate aortic central valve regurgitation, with a mean pressure gradient of 42mmhg and the calculated ava was 0.96cm2. As there was concern for bioprosthetic aortic valve dysfunction, the valve was explanted and a surgical valve was implanted.